Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. The cause of the issue was unknown. The patient was reprogrammed on 2018-(B)(6). The event was ongoing as of 2018-(B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that during programming it was indicated impedances to the left vim were "higher than expected". There was no clinical correlation and it was not considered a clinically significant event. The etiology was stated to be related to the device/therapy. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the issue was resolved without sequelae on (B)(6) 2018. No further complications were anticipated.